Event description:
It was reported that the 9800 system locked up then rebooted itself. Then there was no live image on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply, battery pack, and the video controller cable were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.